Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in a needle mechanism failure. The reported event could not be determined. The exposed portion of the soft cannula was not bent or kinked. Investigation results did not observe any issues that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system. User guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that his blood glucose reached 278mg/dl while wearing the pod on his arm for between 1 and 4 hours. He was trying to give himself insulin through the pod, but his levels did not seem to decrease. The patient stated that the cannula appeared bent and that he could see the needle when the device was removed. The device was returned for evaluation.